Event description:
I have a tevar case. Need a 38x34x167 taper. It¿s for a 3b endoleak of a 4-year-old zenith alpha, so may need to report it back to hq. Further information provided: 4-year old zenith alpha. The grafts were a zta-pt-40-36 and zta-pt-36-32 (not sure of the lengths of each graft). Relined it with a zta-pt-38-34-167.